Manufacturer narrative:
Pt information was not available at the time of this report. Software investigation completed. Results show the scan had artifacts that needed to be removed, and level and width needed to be modified to product a good 3d model. Software functioning as designed.

Event description:
A site representative reported that while in an ent procedure, they were doing a tracer registration and the points were showing on the side of the head. She was not clear as to whether the head frame initially showed up in the right place on the 3d model, but said that the tip of the nose was present and there was no scatter on the 3d model. The registration did pass, however, she noted that navigation was also showing off to the side of the head. A medtronic ent representative supported this surgery and was able to adjust the 3d model and identified that there was dental artifact in the scan that was causing scatter on the side of the head. He was able to threshold the model - they got a good registration and proceeded with the case, using the fusion navigation system. There was no impact on pt outcome.